Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1934bcf-24-2 suture tak anchor broke off during insertion. Surgeon removed all the sutures but the anchor remains in the patient. Another ar-1934bcf-24-2 suture tak from the same lot number was opened and surgeon made sure to double drill before implanting the anchor. Case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.